Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received clarifying that the inadequate defibrillation impedance noted on the right ventricular (rv) lead was high defibrillation impedance. Rv lead damage was visually observed.

Event description:
It was reported that during an unrelated procedure, inadequate defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected rv lead damage occurred during the procedure; however, it is unknown if rv lead damage was observed either visually or via diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.